Manufacturer narrative:
The complaint of leakage on the 14687-15 could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generated a leak during patient infusion. The reporter stated, ¿chemo drug leaked from filter vent. The infusion was stopped and the spill was cleaned per facility protocol. There was no patient harm reported. This is report one of two.